Event description:
It was reported that during a routine maintenance performed on the v60, the service technician identified that the touch position of the touch screen was incorrect and it was not corrected by calibration. There was no patient involvement.